Event description:
It was reported that the patients ipg migrated and became very shallow, almost poking through the skin. The patient had an infection and underwent an explant procedure for the entire system. The physician opened the pocket and it was full of puss. The explanted ipg was discarded. Additional information was received that the location of puss was in the ipg pocket, and the cause was unknown. The patient had no symptoms other than ipg migration. The patient was administered antibiotics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg migrated and became very shallow, almost poking through the skin. The patient had an infection and underwent an explant procedure for the entire system. The physician opened the pocket and it was full of puss. The explanted ipg was discarded.